Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device was beeping occlusion alarm. Per reporter, the event occurred, during set-up. And there was no physical damage reported. There was no patient involvement. And no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition with complaint of beeping occlusion alarm. Service history review identified the device has not been serviced in the past 12 months. Visual inspection showed the device was in used condition. The reported problem of occlusion alarm was not duplicated with functional testing, but it showed multiple time in event history log. The downstream occlusion (dso) sensor was replaced to correct the reported problem. Preventative maintenance was performed. The device passed all functional tests after the repair.